Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed a loose power port one (1) and power port tow (2) connector. In addition, contamination was found within the serial port connector. These findings are not related to the reported event. Based on an internal investigation, the most likely root cause of the loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The most likely root cause of the contamination found within the serial port connector can be attributed to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4). The returned controller passed functional testing. During the visual inspection revealed, the serial port was contaminated inside, the controller power port 1 and 2 were found loose from the controller housing and the power port 1 housing area was scratched. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the power connection on the controller was cracked.  The controller was exchanged.  The ventricular assist device (vad) remains in use.  No patient complications have been reported as a result of this event.